Manufacturer narrative:
(B)(4). The device is included in the medical device safety alert, important info on potential MRI effects physician communication ((B)(6) 2008).

Event description:
The pt had a magnetic resonance imaging. The pump was interrogated about 50 mins afterward. A motor stall event was noted in the pump event logs. No recovery was noted. The pump was used to deliver lioresal. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.